Event description:
Guidant (now boston scientific) received information that this patient's left ventricular transvenous lead was exhibiting pacing impedance measurements high and out of range and loss of capture. The caller was suspecting a loose setscrew; however, it was later reported that the physician had elected not to open the pocket due to patient illness. Additional information was provided that the device was explanted approximately five years later and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Event description guidant received information that this left ventricular transvenous lead was exhibiting pacing impedance measurements high and out of range and loss of capture. The caller was suspecting a loose setscrew; however, it was later reported that the physician has elected not to open the pocket due to patient illness. No adverse patient symptoms were reported.